Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and four month and twenty-three days following the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, severe central regurgitation was identified. Three years and six month and one day following the implant of this valve, a 29mm non-medtronic transcatheter bioprosthetic valve was implanted valve-in-valve, with good results. No additional adverse patient effects were reported.